Event description:
It was reported by the user facility that 20-30 seconds into use during a sphenoidectomy the device was heating up in the physician's hand and triggering a frequency alarm. The console settings were 85% power, 50% suction, and 18% irrigation. The tip of the device was also getting hot and charring tissue. The procedure was completed successfully with no delay, medical intervention, or other adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that 20-30 seconds into use during a sphenoidectomy the device was heating up in the physician's hand and triggering a frequency alarm. The console settings were 85% power, 50% suction, and 18% irrigation. The tip of the device was also getting hot and charring tissue. The procedure was completed successfully with no delay, medical intervention, or other adverse consequences reported.